Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon side console (ssc) touchpad was blank. The system logs confirmed error 75 reported by ssc 1. The procedure continued using ssc 2 and there was no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the the touchscreen display to address the blank screen and error 75, which pointed to an issue with the unit. Following service, the system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Also, a review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation confirmed the error 75 occurred on the ssc 1. This complaint is considered a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a convert or abort. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re-evaluated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the touchpad associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as it was replicated during in house testing. Fa reviewed the system logs and found several errors 75 in the last 3 months, which indicates start up was not successful. The unit was tested on in-house system and passed without errors. Fa will update the unit software to address the issue. In addition, information related to the complaint was obtained from the clinical nurse manager at the site. System functionality was reportedly checked upon powering up the system. There were no errors at start up, but errors did appear about 15 minutes after docking. No errors occurred during use of the second console. The procedure was completed robotically and there was no reported patient injury.